Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported brain death could not be conclusively determined through this investigation. The device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to brain death on (B)(6) 2021 and the device operated as intended.